Manufacturer narrative:
Insulin pump was received constantly with new software release detected alarm then a failure of flash memory alarm, problem isolated to mother board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, or verify numbers counting up anomaly due to constantly new software release detected alarm and failure of flash memory alarm. Insulin pump was received with minor scratched display window, cracked case at display window corners, broken battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed new software release detected. Customer's blood glucose level was 60 mg/dl. In the alarm history a failure of flash memory was also found. The insulin pump would not let them go past the alarms. The customer treated her blood glucose level with juice. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.